Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade at the distal end. The blade broke at roughly 0.22¿ from the base. Broken piece was not returned with the instrument. The complaint of broken blade was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the complaint of broken blade. No further escalations required for the image review. Corrected information can be found in the following fields: b3 (event date) and d4 (batch sequence was added to the lot number).

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, as soon as the customer started to use the harmonic ace instrument, one side of the instrument blades was broken. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument blade was completely broken off while performing dissection. There was no observed intraoperative collision or misuse involving the instrument.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.